Event description:
The customer reports a falsely elevated architect ca 19-9xr assay result for one (B)(6) year-old male patient with stomach cancer generated on an architect i2000sr analyzer. The customer provide the following summary of results: (B)(6) 2013 = 13.9 iu/ml; (B)(6) 2013 = 12.5 iu/ml; (B)(6) 2014 = 125.02 and 122.52 iu/ml; and, (B)(6) 2014 = 19.7 iu/ml. The customer is questioning the elevated architect ca 19-9xr results from (B)(6) 2014. The patient is currently taking a vitamin b12 supplement. The customer then performed retesting of the (B)(6) sample and generated results of 111.31 and 134.14 iu/ml. The (B)(6) sample was also retested with results of 18.47 and 15.33 ii/ml. Both of these samples were then treated with neuraminidase with the following results: (B)(6) sample = treated 2.96 iu/ml and control of 65.29 iu/ml; (B)(6) sample = treated less than 2.0 iu/ml and control of 9.55 iu/ml. There has been no indication of any impact to patient management due to this issue.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Manufacturer narrative:
The customer tested the sample using a neuraminidase process and the results decreased, indicating that the elevated results were accurate. The customer indicated that there was no patient sample remaining for any further analysis. Accuracy testing was performed in-house with retained reagents of lot 33393m500 (list 02k91-25). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. The customer indicated that previous ca 19-9 results and the result after the falsely elevated results with different samples were all negative indicating potential sample integrity or sample handling issues with the sample that generated the falsely elevated result. A product malfunction was not identified.